Event description:
The customer reported to olympus that during preparation for a procedure, the evis lucera elite bronchovideoscope had no image. The issue was found prior to the start of a diagnostic bronchoscopy procedure which was completed with a similar device without delay. The device was not inspected prior to use. There were no reports of patient harm, no medical intervention or injury reported and the patient was reported to be stable.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the image was not displayed due to damage on plug unit. The additional evaluation findings are as follows: there was an e315 scope identification error due to damage on the channel tube, water tightness was lost, the angulation lever was deformed, the distal end was deformed, there was image noise/disappearance during angulation, the control unit had corrosion due to water leakage, the scope connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel had leakage during user handling and water invaded scope connector. It caused abnormality in electronic components and the image was not displayed temporarily occurred. It is likely water invaded scope connector during user handling. It caused abnormality in electronic components and error message e315 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.